Manufacturer narrative:
Batch review performed on 10 may 2021: lot 102743: (B)(4) items manufactured and released on 13-sep-2010. Expiration date: 2015-08-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold. No other similar events have been reported on this lot since 2017. Clinical evaluation performed by medacta medical affairs department: femoral component revision performed 10.5 years after primary cementless total hip arthroplasty in (B)(6) year old man. In the radiographic image provided, radiolucent lines and signs of stress shielding are visible. Aseptic loosening is a possible literature described adverse event after primary cementless hip arthroplasties and causes are often unknown. The reason of this failure cannot be determined.

Event description:
Revision surgery performed 10 years 6 months after the primary due to aseptic stem loosening. Stem and head successfully revised.